Manufacturer narrative:
The mayfield modified skull clamp was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the returned unit passed all specific functional testing requirements. The lock had a slight rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Unit needed to be machined to have heli-coils added to large starburst threads. General maintenance and cleaning were performed. Root cause - the functional testing and the evaluation of the device could not duplicate the reported complaint of slippage. The returned unit passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was used to position the patient's head prior to the start of open posterior spinal procedure. While adjusting the patient's head with mayfield still in place, it slipped and caused a deep laceration in the scalp resulting in bleeding. The patient was transferred back to the bed to assess the laceration. The wound was cleaned and sutured and another mayfield was used to position the patient on jackson spine top which worked well throughout the procedure. There was a delay in surgery for approximately 30 minutes and there was prolonged anesthesia time.